Event description:
Customer was air lifted to hospital due to sepsis. Customer stated that the insulin pump was not working; had a blank screen for three days. Customer stated that insulin was leaking into the reservoir compartment. Customer stated that the reservoir was sticky and she smelled insulin. The blood glucose reading is 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.